Event description:
The customer contact reported a delay in critical therapy following a leak. It was reported the vial was filled with an unspecified concentration of fentanyl and was loaded into an unspecified pt controlled analgesia (pca) pump. At an unspecified time, the pca pump was programmed in the pca mode only, to deliver an unspecified pca dose, and a 15 minute pt lockout. No further programming parameters were provided. After an unspecified length of time, it was reported that the nurse noted condensation around the vial and removed the vial from the pump. It was reported that the vial was wet. The customer contact reported that the pt¿s pain was not controlled. The vial was replaced and therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.